Manufacturer narrative:
Correction: h6 device could should be (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge device check on the newly implanted implantable cardioverter defibrillator (ICD) system. Upon interrogation of the device, it was discovered that the right ventricular lead exhibited a high voltage lead impedance anomaly. On (B)(6) 2019, the patient had a fluoroscopy followed by a re-exploration procedure. The fluoroscopy revealed that the lead was properly seated in the ICD header. The patient then presented for the re-exploration procedure. During the procedure, the physician had difficulty removing the lead from the ICD header due to the inability to loosen the set screw. After several attempts to remove the screw, the physician removed the silicon screw cover forcefully. The physician then attempted to remove the lead which caused the lead to migrate from position. The lead was unscrewed from the myocardium and replaced by a different lead. The new lead was connected to a new ICD and all parameters were found within acceptable range. It was noted after the procedure that the set screw of the first ICD did not produce the usual clicking sound when the anomalous lead was initially connected. The procedure was completed without further incident. The patient's condition remained stable post procedure. Related manufacturer reference number: 2017865-2019-15723.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 64.5 cm. The reported event of helix would not extend was confirmed. X-ray inspection found the inner coil over-torque at the connector region. The damage was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.